Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 01/24/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
While recapping sol care needle 25g 5/8""after puncturing mmr-var vaccine vials to change out needle, the needle bent and puncture skin via the plastic cap. Needle was not used on client prior to incident.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "report type" provided in the initial MDR 3014312726-2025-00007. The previously reported report type is adverse event and product problem was incorrect. The correct report type is product problem only.